Event description:
It was reported the customer had a blank display after bumping their insulin pump. The customer also stated they noticed the blank display after their blood glucose remained high throughout the night. Customer was unable to restart their insulin pump. The customer changed their battery cap and the blank display was not resolved. The customer's blood glucose was unknown. Customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with blank display due to battery tube connector not plugged in properly. The insulin pump was unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump received with minor scratched display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.